Event description:
Additional information received reported that the manufacturer¿s representative (rep) met with the patient but didn¿t remember the date. All the rep. Had to do with the patient was reset her device with the clinician programmer. The rep. Didn¿t know what the power on reset (por) code was. She didn¿t know what the patient had done to the device but she cleared it, reset it, and the patient was receiving effective stimulation when she left.

Event description:
It was reported that the patient had a warning power on reset (por) message on the recharger and patient programmer (pp). Therapy wouldn¿t turn on. It was also noted that since having pain stimulation therapy she didn¿t have sciatic pain but now suddenly she was having pain on ¿half of her body.¿ a manufacturer¿s representative (rep) met with the patient to try and reset the por and make any adjustment needed, no further information was reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger. Product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. (B)(4).